Event description:
It was reported that during an anesthesia, the pt desaturated and the staff started ventilation with a rubens balloon. The pt came into critical situation. After the surgery, the pt was transported to ICU in another hosp.

Manufacturer narrative:
During an on-site meeting with hosp rep (incl. Witnesses of the event) and drager specialists - while discussing the event and comparing with data of the device internal log-file - it was concluded that the device in question (primus (B)(4)) was in standby mode at the time of the event. No explanation could be found why, but the clinical staff explained that they were very concentrated on other things. No indication for a technical failure of the device could be found. To switch the device into standby, a defined handling sequence is necessary to rule out the unintended switch to standby (described in the instruction for use). Finally no indication for a technical failure or a missing/misleading instruction of the device could be determined.